Event description:
The customer stated that she was hospitalized for high blood glucose levels, with a reading of 34 mmol/l. The customer was treated, and her blood glucose levels went down to normal. After leaving the hospital, the customer received several no delivery alarms. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump also passed the prime and self tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.